Event description:
It was reported that a pump alarmed for door not fully latched. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to the reported symptom of "door not fully latched". This was caused by the upstream sensor not being seated properly in the front panel. The upstream sensor was replaced.